Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Added additional information the analysis showed that the devices were returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched on each device. The devices were activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade 'lockout' later in the procedure, and continued usage can result in a broken blade.

Event description:
It was reported that during a laparoscopic ventral hernia repair, while dissecting out mesh from a previous hernia repair the blade tip broke out and fell into the patient. It was retrieved. A second device was pulled and used and the same event occurred. The blade tip was retrieved. The procedure was completed using mono-polar cautery. There was no impact to the patient. Additional information: the circulating nurse feels the surgeon may have come in contact with metal tacks from the hernia mesh.